Manufacturer narrative:
A ge service rep performed an on site investigation. Ordered and delivered a replacement image intensifier (ii) power supply to customer. It is believed that this component will address the reported issue. No additional info at this time. If additional info is received that indicates, otherwise an additional report will be filed as required.

Event description:
It was reported that the image intensifier (ii) power supply on the 7700 system failed. Request made for a new ii power supply. There was no report of pt injury.